Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing leaking was received from the customer. A sample was returned for investigation. Through visual inspection, damage to the tubing could be seen near the roller clamp. When looking under a microscope, a tear could be seen in the tubing. The customer complaint was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: an investigation has been performed for this defect in the past and the potential root cause identified by the cmrb team was that when the roller was assembled to the tubing, the roller clamp had been activated and not detected during manufacturing.

Event description:
It was reported that unspecified bd¿ tubing was cracked and leaked medication. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. It was reported that the tubing was cracked and medication was leaking. Verbatim: we would like to report a product malfunction and request shipping labels for return to bd. Here are the details: rl 268999 event: bd alaris pump infusion set tubing was cracked and medication was leaking from the tubing. Was found prior to connecting to patient. What was the date and time of event? (B)(6) 2021 @ 1600; did this event occur during patient use? No; patient demographics (initials, age, sex, wt, dx, pertinent hx): n/a; if possible, please provide material number and lot number of tubing involved: unknown. Are you able to send the tubing involved in for investigation? Yes. Medication involved: unknown. Size of container: unknown. Was there any harm to the patient? Did not reach the patient.